Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain and swelling of the courtly breasts and prosthesis is broken". This record is for an unknown side. Device remains implanted and it is unknown if it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported "pain and swelling of the courtly breasts and prosthesis is broken". Patient later reported "prosthesis is intact". This record is for the left side. Device remains implanted. Un-reporting rupture